Event description:
It was reported that on (B)(6) 2002 the patient underwent a fusion procedure in which rhbmp-2/acs was used. At an unknown time post-op, the patient developed unspecified injuries due to the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.